Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: sales rep stated the sales unit was received and inside were two ec60a devices and one sc45a device. The packaging was correct on each single device, but the sc45a was inside the sc60a sales unit. The sales unit was discarded and the only lot number recorded was from the sc45a. The sc45a is lot # l9037e.

Event description:
It was reported that an sc60a was ordered and the box of three came in with a sc45a. Not needed for case. It was noticed while unpacking the device. Additional information in h10: